Manufacturer narrative:
The device in this report is available for analysis but has not yet been received. It is also not sold in the u.s. But is similar to other palmaz genesis stents that are sold in the u.s. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A patient was undergoing angioplasty of the left subclavian artery, when opening a 9.0x39 135 palmaz genesis stent delivery system (sds), the distal tip of the stent did not open, so another device had to be used. There was no reported patient injury. The target lesion was the left subclavian artery. The product was stored, handled, inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The event occurred inside the patient. There was some difficulty encountered while advancing/tracking the sds towards the lesion but no unusual force was used at any time during the procedure. The stent did not fully expand when they tried to deploy it inside the patient. It was removed from the patient and the procedure was successfully completed with the new device. Procedural images were requested but were not available. Patient details were requested but were not available.

Manufacturer narrative:
Please note update to section d4 regarding the UDI# and to h1, regarding event type change to not reportable. No. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. Additional b5 narrative: the stent delivery system and the stent were removed from the patient. Another stent was used. Based on the additional information received, the potential of the malfunction causing an injury is remote. Therefore, the event no longer meets the requirements of regulatory reporting.